Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer, and found the cuvette wash probe was leaking into the cuvettes. The fse replaced valve assembly 2, valve assembly 8, and the mixture drain valve assembly which resolved the issue. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported that erroneous patient results were generated for crea (creatinine), tp (total protein), ld (lactate dehodrygenase), urine alb (albumin), and bun (blood urea nitrogen) with ongoing photometry errors generated during cuvette wash on their au680 instrument. There was no report of change to patient treatment associated with this event.